Manufacturer narrative:
Update to impact code: cancelled/rescheduled - pre-sedation/no sedation to cancelled/rescheduled - post sedation/sedation unknown.

Event description:
It was reported that the console could not be used due to the laser console keys missing. The customer received the laser console without the keys. A patient procedure had to be cancelled as there was no alternative laser to use. The patient was present in the anesthetic bay when the procedure was cancelled and rescheduled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that the console could not be used due to the laser console keys missing. The customer received the laser console without the keys. A patient procedure had to be cancelled as there was no alternative laser to use. The patient was present in the anesthetic bay when the procedure was cancelled and rescheduled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.